Event description:
The customer reported that on (B)(6) 2021 at approximately 01:39, a patient went into respiratory arrest. The staff at the unit quickly responded to the alarm coming from the room which was set off by the patient's parent who realized something was wrong. The staff according managed to get the patient breathing again. The parent also saw a red alarm going of for low pulse right before the event. The patient is monitored with an mx40 telemetry device. With only a sp02 measurement on. No ECG was being surveil lanced at the time of the event. The device was in use on a patient at the time of event. There a serious injury was reported.

Manufacturer narrative:
The philips' field service engineer (fse) reviewed the logs and identified that during the event there was an alarm that had reached the careevent unit for desaturation and low spo2. According to the fse, most of the alarms for this patient, around the hour of the incident, appeared to have been acknowledged. The logs regarding this event were requested for additional clinical review; however, as of 24may2022, these have not been provided. The alleged device remained at use onsite and it is therefore not expected for evaluation. On response to a good faith effort attempt, the fse notified that the staff reported that all was working as expected and that no signs of malfunction have been identified. As the logs have not been submitted for additional review, it is not possible to confirm the alleged problem and determine its cause.

Event description:
The customer reported that on (B)(6) 2021 at approximately 01:39, a patient went into respiratory arrest. The staff at the unit quickly responded to the alarm coming from the room which was set off by the patient's parent who realized something was wrong. The staff according managed to get the patient breathing again. The parent also saw a red alarm going of for low pulse right before the event. The patient is monitored with an mx40 telemetry device. With only a sp02 measurement on. No ECG was being surveillanced at the time of the event. The device was in use on a patient at the time of event. There a serious injury was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.